Event description:
It was reported that the patient was placed a PICC line bia left basilic vein on (B)(6) 2013 for chemotherapy with the help of ultrasound. On (B)(6), 2013, when the patient came to hospital for therapy, x-ray showed the catheter was broken from axillary vein. The distal parts have been slipped into pulmonary artery. Doctors will have a further consultation and figure out how to deal with it for the sake of the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.